Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure the software unexpectedly exited. The surgeon had completed the intra-op magnetic resonance imaging (MRI) and pushed it to the navigation system. The medtronic representative was unable to adjust the contrast of the new exam, it was at this point the system exited. In trouble-shooting, the medtronic representative re-booted the software to re-enter and successfully adjusted the contrast in stealthmerge without issue. There was no delay in the procedure and the surgeon opted to close, based on the intra-op image. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.